Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed insulin set site location and resumed insulin therapy. Customer's blood glucose was 162-180 mg/dl.